Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was not working. There was no patient impact.

Manufacturer narrative:
Analysis found that there was no fault on the device. The device was received in good cosmetic condition. The device has been successfully tested according to its manufacturing specifications. If information is provided in the future, a supplemental report will be issued.